Event description:
It was reported that the customer received an altitude alarm. The customer cleared the vents and the alarm was cleared. Insulin delivery was resumed. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.